Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 22mm and the diameter of the aneurysm entry is 28mm. The proximal neck length by centerline is 40mm. Approximately four days post index procedure, the patient was admitted urgently and further evaluation revealed a type ia endoleak. The physician noted the possible cause for the type ia endoleak related to inaccurate delivery during the index procedure due to the tortuous vessel which caused shortened sealing zone and slight migration. There was no endoleak present during the index procedure. The physician performed an intervention were an aortic cuff was added. The intervention was completed successfully and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, inaccurate delivery). Patient¿s condition affected effectiveness of device (anatomy related; tortuous vessel). Evaluation conclusion: inherent risk of a procedure (endoleak, inaccurate delivery). Device failure related to patient condition (anatomy related; tortuous vessel).